Event description:
The customer reported the device display does not allow the image to be seen correctly. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.